Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.